Event description:
A malfunction was reported on the customer's pump, indicated by the malfunction code malf 12. After resetting the pump with assistance from technical support, the malfunction code recurred. There was no information provided on the impact to the customer¿s blood glucose level. Technical support decided to replace the pump. The customer was instructed on how to return the faulty pump and informed about programming the settings into the new device. They will use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery during this process.